Event description:
The customer did not report a malfunction. However, during the inspection of the device, a burnt distal end cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy device (such as a high-frequency device) was used without maintaining a sufficient distance from the tip olympus detected this issue during servicing and there was no reported customer product complaint or allegation, therefor there is no information of the customer reported date of event. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.